Manufacturer narrative:
Article citation: lavin-dapena c, arteaga jv, cervero mac, et al. 12 month results from a minimally-invasive, 45mm lumen ab interno gelatin stent in combination with a preoperative mmc from a multicenter study conducted in spain: world glaucoma congress; june 2015. The event of "flat anterior chamber requiring ac refill" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Device labeling: warnings the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Reported event of 1 patient who experienced the post-operative complication of a ¿flat anterior chamber requiring ac refill" was noted in the article "12 month results from a minimally-invasive, 45mm lumen ab interno gelatin stent in combination with a preoperative mmc from a multicenter study conducted in spain", world glaucoma congress, june 2015. Affected eye is unknown.